Event description:
A physician reported that following the glaucoma stunt implant patient experienced persistent inflammation. The surgeon wants to remove the stent but the stent was snug in the canal and was adhered to the tissue. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.10. A sample was not received at the investigation site for evaluation for the report of planned explant and persistent inflammation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site, sufficient clinical data was not received, and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).